Event description:
Type of rfa case: lung. At the transition from the rigid to the flexible part of the cannula saline solution dropped out and the cannula became so hot that it was impossible for the physician to hold it in his hand. The cannula smelled like burned plastic and smoke could be seen. The physician had to stop the procedure and change to a new probe.

Manufacturer narrative:
The device was returned for evaluation. The peek tubing at the junction had a crack. The complaint was confirmed. The trocar was cracked at the joint. Overheating of the device was due to an electrical short. The exact cause and location of the short could not be determined. Electrical short testing has recently been implemented in manufacturing. The device history record review revealed no manufacturing variances and no trends for this particular failure have been identified. Continued monitoring of complaints of this type will be performed.